Manufacturer narrative:
(B)(4).

Event description:
Patient showed up at the va on (B)(6) 2018 for a follow up after having gone 3 years without a device check. Upon device interrogation, noise, high thresholds, and low impedances were noted on this ra lead. These issues caused pacing inhibition off and on. The physician scheduled the patient for a crt-p upgrade at that time. On (B)(6) 2018, this lead was capped and replaced. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.